Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead was explanted and replaced due to fracture and the ICD due to intermittent output. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.